Event description:
It was reported the patient¿s stimulation was intermittent. It was noted that sometimes the patient would not notice if it was on or off ¿as their body gets used to the stimulation.¿ it was stated the stimulation would be on and they wouldn¿t notice it but when they would move it would turn it back on. It was noted the patient believed there was a short in it. It was stated one time when the patient was driving they didn¿t feel stimulation and they repositioned themselves and it shocked them.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).